Event description:
A report was rec'd that stated the pump alarmed "check clutch". No pt injury or adverse event was reported.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Upon receipt, inspection revealed that the tamper proof seal had been comprised indicating the device had been opened in the field. Further testing indicated that the carriage washer was mis-adjusted. Our technician adjusted the carriage washer. After repair, the device was found to pass all delivery, accuracy and functional tests.